Event description:
It was reported that there were telemetry issues and the reporter could not communicate with the implant after attempting multiple times and verifying that she had the antenna head directly over the implant. The patient was presenting with an adverse change in therapy and it was not feeling like it used to. The reporter did not have another clinician programmer to try. There was no visible source of electromagnetic interference (emi) and turning off all monitors and moving away from the computer did not resolve the issue. The patient had no falls or trauma or ancillary procedures. At an appointment in (B)(6), the battery info showed ¿low¿ and using settings from this appointment the battery longevity was calculated to be approximately 22 months from the date of implant. The device appeared to be at end of service (eos). About two and a half weeks later, it was reported that the cause of the event was battery end of life. The device was removed and replaced on (B)(6) 2014, followed by an adjustment. It was noted that the patient required hospitalization, but did recover without sequela.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2002 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2002 (B)(6); product type lead product ID 8840, serial# unknown; product type programmer, physician. (B)(4).